Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed and the device was inflated without problem; however, the balloon did not hold pressure due to pinhole. The noted failure likely occurred due to handling/manipulation of the device during preparation that could have affected the device performance and its integrity; therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during preparation, the balloon leaked. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.